Manufacturer narrative:
(B)(4). Please disregard initial reporting of the g3 date received by mfg, as this information should have been captured as 12/22/2025.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that physical damage occurred. The sensor was inserted into the arm on (B)(6) 2025. Product was provided for investigation. An external visual inspection was performed and failed due to broken needle. The physical damage was not found within the investigation window. The allegation was not confirmed. However, a broken or detached needle or cannula was found in connection to the reported allegation. The probable cause of the broken or detached needle or cannula was determined to be applicator, broken needle. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). 3004753838-2025-347287 was reported in error. Please disregard initial reporting of the date received by mfg, as the correct date should be 12/22/2025.

Event description:
Subsequent to the initial MDR, a correction is required.